Manufacturer narrative:
H10: a philips field service engineer (fse) went onsite to test the intellivue mx800 patient monitor used during the reported adverse event. While onsite, the fse was informed that the date of the reported event was in the night from (B)(6) 2020 to (B)(6) 2020, and not on (B)(6) 2020 as initially reported. The fse performed functional and safety tests of the monitor and found it to be working as intended. No trouble was found with the device during the tests. Additionally, the fse obtained the status/device report for the monitor which was forwarded to philips product support engineering (pse) for further analysis. Pse did not find any fatal errors or indication of a device malfunction during the evaluation of the report. The alarm review from the monitor was no longer available for the date in question, as the monitor had been sequestered and not connected to the mains for more than 6 months. Additionally, the audit logs from the central station were no longer available for the date in question. An additional analysis of the alarm review and audit log was therefore not possible. Based on the available information, the exact cause for the reported adverse event could not be established. The independent expert at the customer site was advised of the investigation results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that on (B)(6) 2020, a ventilated patient had a tube dislocation with consequences. The patient died.